Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient's mrs score was 0.

Manufacturer narrative:
Continuation of d10: product ID react-71 (b641430). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient had increased extent of infarction in the right middle cerebral artery on follow up imaging. It was not clinically significant and there was no treatment for the event. The nihss score was 7. Pre-procedure mtic was 0 and post procedure was 2b. The infarction increase wasn't seen during the procedure. The event was not a recurrent or new stroke. The event was not related to the disease under study or underlying condition. The outcome was recovering/resolving. The site assessed the event as not related to the devices or procedure. However, the sponsor assessed as possibly related to the study procedure.